Event description:
Device issue: difficult to retract- foot, needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician in training in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, difficulty was encountered retracting the foot. When the device was removed, a needle was not captured by a cuff. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. No adverse pt effects were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete.